Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: describe in detail the problem presented with the device. Upon receipt of the product, the seal was violated, the inner bag was open, the handpiece had stains and dirt. Was the failure occurred during a surgical procedure? No. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the hospital was supplied with a harmonic blue handpiece. When removing the piece from the packaging which was completely sealed, the device arrived in a bad condition.